Event description:
It was reported that the patient underwent an explant surgery due to pain and after surgery, the patient was hoarse and was diagnosed with vocal cord paralysis due to the surgery. The physician noted that the pain was due to other - removal of vns and explant was for patient comfort only, with the pain being located at the chest pocket site. The explanted suspect devices are not available for return. Device history records were reviewed for the lead and generator. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. The pain was previously reported under MFR report #1644487-2025-00005 and clarification was later received that the pain was located at the generator site and related to the generator suspect device rather than the lead. Any further information regarding the pain will be reported under this MFR report and vocal cord paralysis will continue to be housed under MFR report #1644487-2025-00005. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This report is related to MFR report #1644487-2025-00005.